Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the screen. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 220 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.